Event description:
It was reported that the right atrial lead became dislodged. The lead was then capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).